Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081381) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("left coil and ruptured my fallopian tube was protruding in 3 places with 10 mm of end poking my colon, left side was badly misplaced") and device breakage ("fragments separated of the main coil.") In a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: prior to removal of essure devices. The patient's essure coil didn't rupture based on the positioning and the degree the coil but was poking into her colon. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081381) on 30-nov-2018. The most recent information was received on 22-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil and ruptured my fallopian tube was protruding in 3 places with 10 mm of end poking my colon, left side was badly misplaced/\perforation: fallopian tubes'), device breakage ('fregments seperated of the main coil.') And device dislocation ('migration') in an adult female patient who had essure (batch no. 789028, 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis bacterial, smoker, tobacco abuse and breast pain. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2011, norethindrone from 2006 to 2007, wellbutrin and loestrin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe pains in my left lower abdomen"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin lesion ("rash/skin condition/skin lesion"), depression ("depression/psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), menopause ("perimenopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal disorder ("chronic vaginosis"), arthralgia ("joint pain"), migraine ("migraine headache"), nausea ("nausea"), allergy to metals ("nickel allergy") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("nuero condit/ prob"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, swelling, pelvic pain, abdominal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin lesion, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, weight increased, fatigue, tooth disorder, gastrointestinal disorder, nervous system disorder, menopause, vaginal haemorrhage, vaginal disorder, arthralgia, nausea, allergy to metals and diarrhoea outcome was unknown. The reporter provided no causality assessment for device breakage and fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menopause, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin lesion, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 1 coils in left fallopian tube and 2 coils in right fallopian tube. The patient's essure coil didn't rupture based on the positioning and the degree the coil but was poking into her colon. Patient received treatment for pain: apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, bladder problems., uti, vaginal infections, vaginal discharge essure removal was recommended by treating physician. It was noted to be 1 ring noted on the left. The attention was then placed to the right ostia. The coil on the left side appears partly fractured at the end towards the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, migraine headaches, vaginal discharge , fatigue, weight loss, pelvic pain, joint pain and device breakage lot number: 789028 manufacturing date: 2010/10 expiration date: 2013/10 , lot number: 794893 manufacturing date: 2010/10 expiration date: 2013/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil and ruptured my fallopian tube was protruding in 3 places with 10 mm of end poking my colon, left side was badly misplaced/\perforation: fallopian tubes'), device breakage ('fregments seperated of the main coil.') And device dislocation ('migration') in an adult female patient who had essure (batch no. 789028, 794893) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis bacterial, smoker, tobacco abuse and breast pain. Previously administered products included for an unreported indication: mirena from 2007 to (B)(6) 2011, norethindrone from 2006 to 2007, wellbutrin and loestrin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe pains in my left lower abdomen"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin lesion ("rash/skin condition/skin lesion"), depression ("depression/psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), menopause ("perimenopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal disorder ("chronic vaginosis"), arthralgia ("joint pain"), migraine ("migraine headache"), nausea ("nausea"), allergy to metals ("nickel allergy") and diarrhoea ("diarrhea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("nuero condit/ prob"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, swelling, pelvic pain, abdominal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin lesion, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, weight increased, fatigue, tooth disorder, gastrointestinal disorder, nervous system disorder, menopause, vaginal haemorrhage, vaginal disorder, arthralgia, nausea, allergy to metals and diarrhoea outcome was unknown. The reporter provided no causality assessment for device breakage and fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menopause, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin lesion, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: there were 1 coils in left fallopian tube and 2 coils in right fallopian tube. The patient's essure coil didn't rupture based on the positioning and the degree the coil but was poking into her colon. Patient received treatment for pain: apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, bladder problems., uti, vaginal infections, vaginal discharge essure removal was recommended by treating physician. It was noted to be 1 ring noted on the left. The attention was then placed to the right ostia. The coil on the left side appears partly fractured at the end towards the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, migraine headaches, vaginal discharge , fatigue, weight loss, pelvic pain, joint pain and device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events added- perimenopause, abnormal bleeding (vaginal), chronic vaginosis joint pain, swelling nos, migraines / headaches, nausea, nickel allergy and diarrhea were added. Psych injury was updated to depression. Lot number, medical history and concomitant drug were added. Fu 4 and fu 5 processed together. On (B)(6) 2019: medical record received. Medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081381) on 30-nov-2018. The most recent information was received on 05-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil and ruptured my fallopian tube was protruding in 3 places with 10 mm of end poking my colon, left side was badly misplaced/\perforation: fallopian tubes'), device breakage ('fregments seperated of the main coil.'), device dislocation ('migration') and autoimmune disorder ('autoimmune diagnosed? Yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("plaintiff claiming bladder/urinary problems: bladder problems"), urinary tract infection ("bladder/urinary problems: bladder problems., uti, vaginal infections, vaginal discharge"), vaginal infection ("bladder/urinary problems: bladder problems., uti, vaginal infections, vaginal discharge"), vaginal discharge ("bladder/urinary problems: bladder problems., uti, vaginal infections, vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("nuero condit/ prob") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, autoimmune disorder, pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, weight increased, fatigue, tooth disorder, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter provided no causality assessment for device breakage and fallopian tube perforation with essure. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: the patient's essure coil didn't rupture based on the positioning and the degree the coil but was poking into her colon. Patient received treatment for pain: apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, bladder problems., uti, vaginal infections, vaginal discharge essure removal was recommended by treating physician. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. X-ray - on an unknown date: prior to removal of essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added- pareunia, dysmenorrhea dyspareunia, pelvic pain, abdominal pain, menorrhagia, autoimmune disorder, psych injury, migration, bladder problem uti, vaginal infections, vaginal discharge, gi conditions, weight gain, fatigue, neuro condit /prob and dental probs. Were added. Lab test was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081381) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("left coil and ruptured my fallopian tube was protruding in 3 places with 10 mm of end poking my colon, left side was badly misplaced") and device breakage ("fregments seperated of the main coil.") In a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and fallopian tube perforation with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: prior to removal of essure devices. The patient's essure coil didn't rupture based on the positioning and the degree the coil but was poking into her colon. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jan-2019: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil and ruptured my fallopian tube was protruding in 3 places with 10 mm of end poking my colon, left side was badly misplaced/\perforation: fallopian tubes'), device breakage ('fregments seperated of the main coil.') And device dislocation ('migration/malposition of essure') in an adult female patient who had essure (batch no. 789028, 794893, 789029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, vaginitis bacterial, smoker, tobacco abuse and breast pain. Previously administered products included for an unreported indication: mirena from 2007 to 24-jan-2011, norethindrone from 2006 to 2007, wellbutrin and loestrin. Concomitant products included fluticasone propionate (flonase) since 2000. On (B)(6) 2011, the patient had essure inserted. In march 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), swelling ("swelling"), pelvic pain ("pelvic pain"), abdominal pain lower ("severe pains in my left lower abdomen"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin lesion ("rash/skin condition/skin lesion"), depression ("depression/psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth fracture ("teeth craccking and piece are falling out"), menopause ("perimenopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of vaginal disorder ("chronic vaginosis"), arthralgia ("joint pain"), migraine ("migraine headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), diarrhoea ("diarrhea"), urinary tract disorder ("urinary problems"), toothache ("teeth hurt and are sensitive"), hyperaesthesia teeth ("teeth hurt and are sensitive"), the second episode of vaginal disorder ("chronic vaginosis") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("nuero condit/ prob"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, swelling, pelvic pain, abdominal pain, abdominal pain lower, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin lesion, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, weight increased, fatigue, tooth fracture, gastrointestinal disorder, nervous system disorder, menopause, vaginal haemorrhage, arthralgia, nausea, allergy to metals, diarrhoea, urinary tract disorder, toothache, hyperaesthesia teeth, the last episode of vaginal disorder and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for device breakage and fallopian tube perforation with essure. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hyperaesthesia teeth, menopause, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin lesion, swelling, tooth fracture, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of vaginal disorder and the second episode of vaginal disorder to be related to essure. The reporter commented: there were 1 coils in left fallopian tube and 2 coils in right fallopian tube. The patient's essure coil didn't rupture based on the positioning and the degree the coil but was poking into her colon. Patient received treatment for pain: apareunia, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, bleeding menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, bladder problems., uti, vaginal infections, vaginal discharge essure removal was recommended by treating physician. It was noted to be 1 ring noted on the left. The attention was then placed to the right ostia. The coil on the left side appears partly fractured at the end towards the endometrial cavity. Patient report after essure removal most, if not symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, migraine headaches, vaginal discharge , fatigue, weight loss, pelvic pain, joint pain and device breakage lot number: 789028 manufacturing date: 2010/10 expiration date: 2013/10. Lot number: 794893 manufacturing date: 2010/10 expiration date: 2013/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Lot number added. Event dental problems was updated to teeth cracking and piece are falling out. New event urinary problems, teeth hurt and are sensitive, vaginosis and vaginal pain were added. Reporter information and concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.